Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced tooth loss. Patient had received aligners and was putting them in. The bottom aligner would not fit, way too small. Patient then tried top aligner, it was tight and uncomfortable to wear. When removing top aligner patient's tooth was pulled out with aligner. Patient called their dentist right away and is scheduled to see dentist. Aligner treatment stopped.